Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reaming to harvest bone procedure a reaming irrigation aspirator (ria) drive shaft broke at the interface of the jacobs chuck attachment on the drill. While reaming the proximal metaphysis of the femur the surgeon experienced difficulty advancing the reamer. After approximately five minutes of repeated forward and backward movement the reamer shaft broke. The ria set-up was manually removed from the femur. The remaining broken ria fragment was removed from the jacobs chuck. The procedure was continued by using a spare ria reamer shaft with the existing sterile disposable ria items. The procedure was completed without further incident; the overall delay was reported to be 10 minutes. No patient harm was reported and the procedure was successfully completed. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
Product development evaluation was completed: this device 314.743 lot 16657-01 was received with the proximal working area where it connects to the power driver is completely broken off. The broken pieces were not returned. The entire shaft has light circumferential score marks. The reaming irrigation aspirator (ria) drive shaft, sterile tube and reamer head are used in concert with the synthes ria system. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity. The condition of the returned drive shaft is indicative of damage inflicted by use of non-recommended high speed/high torque drive unit that exceed device recommendations for use. Such excess speed and torque can compromise the delicate proximal and distal features. It is critical for the reliable function of the drive shaft and single use reamer heads that a cannulated drive unit that will deliver only a range of 3.5-4.5nm of torque and 700-900rpm (standard drill speed) be strictly used. The technique guide continues to recommend that no reduction drive or drills with a torque greater than 6nm should be used. Competitor¿s devices with a torque of up to 17nm are routinely used. Additionally, power equipment designed specifically for reaming must not be used. It is likely that use of a "high speed" and "high torque" reaming device used with this drive shaft has repeatedly over torqued the drive shaft, specifically the proximal drive connection ultimately causing the break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted. Criterion tool & die manufactured the drive shaft, minimum 520mm length, for use with ria, p/n 314.743, revision ¿(B)(4)¿, lot numbers 6278859 and 6299766, supplier lot number 16657-01. Lot # 6278859, per po # (B)(4), dated (B)(4) 2009, for 20 parts. The certificate of compliance (c of c) dated november 30, 2009, indicates the lot was manufactured to the synthes part number 314.743, revision ¿(B)(4).¿ the lot was inspected to the tabulated, incoming final inspection sheet number (B)(4), revision ¿(B)(4).¿ non-conformance report (ncr) # (B)(4), dated (B)(4) 2009, was written for two items: the incorrect supplier lot number on 1 out of (B)(4) parts in the lot; and the specifications missing on the certification. All (B)(4) parts were returned to the supplier (rts) and the ncr was closed on (B)(4) 2009. Lot # 6299766, per po # (B)(4), dated (B)(4) 2010, for (B)(4) parts. The certificate of compliance and the certificate of conformance, both dated (B)(4) 2009, indicate the lot was manufactured to the synthes part number 314.743, revision ¿(B)(4).¿ the lot was inspected and conformed to the tabulated, incoming final inspection sheet number (B)(4), revision ¿(B)(4).¿ there were no material review reports (mrrs), ncrs, or complaint-related issues with this lot, 19 parts were released to the warehouse on (B)(4) 2010. The drive shaft was manufactured to the synthes tabulated drawing number (B)(4), released on (B)(4) 2007 (which includes p/n 314.743). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate